Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that loose drive support is on at an angle. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.